Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "material surface is rough, abrasive or uncomfortable". The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿caution: it is important that the port connections be connected correctly for proper operation of the drydoc¿ vacuum station. Turn on the drydoc¿ vacuum station by pressing the on/off switch on top of the drydoc¿ vacuum station. The drydoc¿ vacuum station is functioning when the switch illuminates and the pump makes a soft humming sound."

Event description:
It was reported that the device had too much suction causing a skin breakdown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device had too much suction causing a skin breakdown.